Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
According to the hospital: "after setting up and priming the circuit, the extracorporeal circulation was started as usual. After a while, it was observed that transparent liquid was leaking from the cap of the dialysis lock connector. The leakage was just dripping, therefore the customer continued the procedure without replacing the device. The leaking liquid didn't turn to red. No adverse effects on the patient. The device was disposed at the hospital." (B)(4).

Manufacturer narrative:
(B)(4). The sample was unavailable for return as it had been discarded by the customer. Based on the trending for material number 70106.4583, a systemic issue is not indicated. However, maquet is aware of other similar complaints related to an issue of blood leakage from the dialysis lock connector and these were investigated in (B)(4). The lot of this complaint was manufactured after the last CAPA action which was completed on 2015-07-30. In response to a re-occurrence of a similar issue seen in customer complaints; (B)(4), has been initiated to investigate. These complaints were all investigated in the laboratory and the root cause determined for each complaint was found to be leakage caused by offset at the o-ring. Based on these findings, a systemic issue can be determined and therefore, it can be concluded that the probable root cause for this complaint is also due to an offset at the o-ring. However, since it is not possible to investigate any further in this particular case, as the affected part has been discarded, the exact root cause for the reported failure cannot be established; therefore it is not possible to reliably associate this failure to the issue being investigated in (B)(4). No further investigation or action is currently warranted in addition to continued periodic monitoring and the complaint will be closed. Please note this is the final report.

Event description:
(B)(4).